Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: received 1 article of insertion handle for expert a2fn, 03.010.351 for manufacturing investigation. The insertion handle has marks on the surface close to the diameter. The result of a 3d measurement as part of the complaint investigation showed that the insertion handle is deformed. A function test according to test instruction failed because the dimensions do not meet the reviewed drawing. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The insertion handle passed the function tests at the external step and goods receiving step during the manufacturing, therefore the deformation was caused post-manufacturing. Complaint is confirmed but not manufacturing related. No manufacturing related issue was identified or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Synthes manufacturing location was discovered upon receipt of subject device. Manufacturing location: device history records was conducted. The report indicates that (B)(4), manufacturing date: 15.feb.2011, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for the femoral diaphyseal fracture was performed on (B)(6) 2015. To insert a nail, the surgeon attached the nail to the reported japan antegrade femoral nail (jafn) insertion handle, and then conducted the pre-use check to insert the jafn protection sleeve into the screw hole through the handle. However, the sleeve was stuck and could not be inserted into the hole. The surgeon tried to insert two (2) other sleeves, but was unable to do so. The surgeon substituted the reported sleeve and the cap of a 1cc syringe as the sleeve to perform the drilling, and a depth gauge and a screw were inserted without a sleeve. The surgery was successfully completed. There were no adverse consequences to the patient, but due to the event the surgery was delayed for thirty (30) minutes. This is report 1 of 3 for (B)(4).